Manufacturer narrative:
A ge service representative performed an onsite investigation. The customer reported that they replaced the motherboard themselves and this may be responsible for the boot problem they are experiencing. The customer is going to monitor the system and decided if they would like ge service to investigate the issue further.

Event description:
The customer reported that the system would not boot up. There is no report of pt injury.